Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hrx. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. This report is for 2 parts with same part and lot number.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Product received for evaluation. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date it is reported a 76 year old patient with multiple metastases to the ws was injected with synflate and vertecem v+ and syringe leakage occurred. Reportedly the patients bone was tight and during insertion to the cannula of the trocar the syringe bent. The extrapedicular route was attempted however it was not feasible. The monopedicular route was attempted and this was difficult as well. When attempting to inflate the balloon a leak occurred at the tip of the syringe. This is 1 of 1 report for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. Both complained devices show no leakage of the tip or other irregularities. The complained leakage of the tip can not be comprehended. The complained catheter batches underwent a detailed technical analysis and the associating manufacturing and test documentation was checked in order to determine whether a deviation in the manufacturing process could be the cause for the failure. The review of the manufacturing and test documents accompanying the batches showed no non conformances in relation to the observed failure mode.